Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed hypoxia with cough which required 2 days of hospitalization. The patient was known to have underlying comorbid condition of anemia, anxiety, memory problem and metastasis to lung renal cell carcinoma. The target nodule was 3.4 centimeters in size and located in the right middle lobe. Instruments used during biopsy under c-arm fluoroscopy included a 21g flexision biopsy needle. Staging (using convex ultrasound bronchoscopy (ebus)) and alveolar lavage (through a bronchoscope) were also performed, both outside of the ion procedure the procedure was completed as planned with no delays. The biopsy results were consistent with benign granuloma. Upon waking from general anesthesia, the patient experienced shortness of breath, so supplemental oxygen was given to the patient. The patient was stabilized and then subsequently discharged 2 days after the procedure. The physician reported that the patient had pre-existing respiratory issues and was already using supplemental oxygen prior to the procedure; the hypoxia was thought to be an anticipated complication of the procedure. The treatment rendered was considered routine and no additional measures were required. The physician believed that the hypoxia would have likely occurred via another modality.

Manufacturer narrative:
Based on the current information provided, the cause of the hypoxia and cough cannot be determined. There is no indication that the customer reported complication of hypoxia was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure based on the reviewed customer follow-up. System logs are not available for review.